Event description:
Caller reported a false positive troponin (tni) result on triage cardiac panel vs. Hospital lab. Customer reported that a patient's whole blood sample was tested on the triage cardiac panel on (B)(6) 2010 generating results above the tni reference range value. When the hospital tested the sample, the tni results were considered negative. Customer noted that the patient was admitted due to the tni being above the reference range. When the hospital tested the sample, the tni result was considered negative.

Manufacturer narrative:
Investigation pending.